Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a bubbled dso seal, worn uso seal, and scratched lcd lens. The tamper seal was broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was not duplicated. The pump operated within specifications. The cause of the reported issue was due to user error. As a result, the delivery was reverted back to normal range. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com

Event description:
It was reported that the nurse claimed the pump reservoir volume read zero when the bag was still half full. It was unknown if there were any adverse patient effects.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.